Event description:
It was reported the insulin pump had cracks near the battery compartment and around display window. Display had scratches and was worn out. Customer's blood glucose was unknown. No further information reported. It was reported the insulin pump had cracks near the battery compartment and around display window. Display had scratches and was worn out. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads, minor scratched display window and cracked reservoir tube lip. No crack case at display window corner was noted.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.